Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00034. It was reported the patient underwent a lead revision on (B)(6) 2016 to address lack of stimulation therapy coverage. The patient's leads were replaced. Effective stimulation therapy was reportedly restored postoperative.